Manufacturer narrative:
The returned device was evaluated and attempts to retrieve data from the pod were unsuccessful. Corrosion was noted on the pcb, reservoir cap, and hook sensor. The bottom two batteries were depleted. Fluid pooled above the plunger. The o-ring fit loosely around the plunger, and fluid could be seen pooling between the o-ring and the plunger. The o-ring was not stiff or tight enough around the plunger to prevent fluid from escaping the reservoir. During manufacturing there is a minimal probability of a process problem occurring. This is mitigated by extensive in-line and final product quality testing. All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements. No further action or investigation is warranted at this time. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ent450. 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 394 mg/dl, with ketones present while wearing the pod on the leg between 4 and 24 hours. A manual insulin injection was administered to treat the hyperglycemia.